Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, corrosion on the bending rubber adhesive was observed. The investigator indicated the most likely cause of corrosion on the bending rubber adhesive was due to component failure. There was no patient involvement.